Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: (B)(6) 2021. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Investigation summary: the product was returned for evaluation. Conducted a visual inspection of the sample returned. Visual analysis of the returned product revealed that one opened sample product code sxpp1a406 was received for evaluation. Upon visual inspection of the returned sample, the suture barbs were to be damaged at the tips, in addition the fixation tab was observed to have two sides broken. After further evaluation of the fixation tab crimping marks were observed on the tab possibly from a surgical device. It should be noted that a 100% inspection is perform via automotive vision system to ensure the tab is present and complete during manufacturing. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. To seat the fixation tab; pull the device through the tissue to gently seat the fixation tab against the tissue. The fixation tab should be seated above the tissue plane and be visible. Do not exert additional force on the fixation tab. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent an arthroplasty procedure on (B)(6) 2021 and barbed suture was used. Before use on patient, it was reported that the fixation feature of the newly dispensed suture had been found missing (just as the photo shows) when the package was opened for the joint replacement surgery. Upon visual inspection of the returned sample, the suture barbs were to be damaged at the tips, in addition the fixation tab was observed to have two sides broken. After further evaluation of the fixation tab crimping marks were observed on the tab possibly from a surgical device. No adverse patient consequences were reported. No additional information was provided.